Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. It was reported the patient expired on (B)(6) 2017 due to neurological dysfunction. The patient has sepsis due to bacteremia of biliary tube. The patient was on comfort care. No autopsy was performed and the pump was not returned for evaluation. The hmii lvas IFU lists sepsis, neurological dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2017 due to neurological dysfunction and sepsis. The patient was in comfort care prior to expiring. There was no autopsy and no equipment will be returned.